Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) stenosis. A 10/3.00 flextome cutting balloon was used for treatment. During the procedure, the physician attempted to inflate the device twice; however, it was noted that the balloon ruptured. The device was removed from the patient's body completely and completed the procedure with a different device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon could not be inflated as the inner and outer was broken 98mm from the tip. A microscopic examination of the balloon was also unable to locate pinhole rupture. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The proximal section of the device was not returned. The inner and outer was flattened 10mm from the break point for a distance of 5 mm distally. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were found during product analysis. There were no issues noted with markerbands on the device that may have caused a balloon rupture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) stenosis. A 10/3.00 flextome cutting balloon was used for treatment. During the procedure, the physician attempted to inflate the device twice; however, it was noted that the balloon ruptured. The device was removed from the patient's body completely and completed the procedure with a different device. No patient complications reported and the patient's status was stable.